Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured at one of the following facilities: (B)(4) mexico or (B)(4) united states. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked lipids and/or fat-soluble vitamins from ports 9,13, and 18. This was identified during compounding. There was no patient involvement. No additional information is available.